Event description:
It was reported that a percuflex plus ureteral stent was to be used in a stone lithotripsy procedure. During unpacking, when the suture was pulled from the stent, it was noticed that the stent broke near the string end along the shaft. The procedure was completed with another device and there were no patient complications reported.

Manufacturer narrative:
Device code a0401 captures the reportable event of stent shaft break.